Event description:
The guide wire from the prelude sheath introducer stuck in the 4f dilator from cordis. The wire looked 'raveled'. There was no harm or injury reported. Procedure was performed as normal with no complications.

Manufacturer narrative:
Device evaluation: the device evaluation is in progress. A review of the device history record and the complaint database could not be conducted. The lot number was not provided and could not be determined. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.